Event description:
Information received from the field does not address the patient's clinical status but notes that during a lead repositioning attempt, unipolar impedance was 214 ohms. Additional information received notes no capture.